Event description:
When inserting the acetabular prosthesis component of the total hip, the dr attempted to adjust the prosthesis position, when some of the internal threads of the prosthesis broke off. The broken pieces were thrown out.